Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of stent shaft break. Block h11: the polaris ultra ureteral stent was returned for analysis. During the media, microscope, and visual inspection, the stent was found a part of the stent shaft fully detached, both parts return for the analysis. The reported event of stent shaft break will be confirmed. It is possible to conclude that this issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the stent shaft and is removed using excess force, the stent can get detached during the preparation affecting the performance of the device. There is evidence that the suture was removed since it was not attached to the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that during unpacking, when the package was opened, the stent was found fractured. The ureteroscopic lithotomy procedure was completed with another of the same device. The patient condition following procedure was stable.

Event description:
It was reported that during unpacking, when the package was opened, the stent was found fractured. The ureteroscopic lithotomy procedure was completed with another of the same device. The patient condition following procedure was stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.